Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis of the pump found no significant anomalies. Analysis of the catheter found no significant anomaly. The catheter had acceptable testing and was returned in segments/incomplete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (6.0 mg/ml at 1.7975 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient presented prior to the post-op visit on (B)(6) 2016 as they were concerned regarding the back incision and nighttime urinary incontinence. The incision was clean, dry, and intact at that time. The patient and family were again counseled regarding keeping the site dry. Tegaderm was provided for nighttime use. At the post-op visit on (B)(6) 2016 the spinal incision was slightly open with no active drainage. The patient was seen on (B)(6) 2017 as the patient reported increased drainage and rising temperature but was 98.8 at the visit. The patient was started again on keflex. On (B)(6) 2016 a wound culture was (B)(6). The pump site was beginning to drain and the patient was admitted to the hospital. Infectious disease was consulted. The patient was started on IV vancomycin and ceftriaxone. Wound care with silvasorb gel. On (B)(6) 2016 the decision was made to explant the system. The entire system was explanted/replaced on (B)(6) 2016. The clinical diagnosis was wound infection at the spinal incision site. The patient required wound care and a wound vac for several months until it finally healed on (B)(6) 2017. The outcome was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical source. It was reported that the patient¿s baseline weight was (B)(6)lbs. No further complications were reported and/or anticipated.